Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicm5_12.6 implantable collamer lens, -08.50 diopter, during the same surgery due to the lens tore during delivery into the patient's right eye (od). There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved.

Manufacturer narrative:
Patient information: unknown. Work order search: no similar complaint was reported for units within the same lot. Claim# (B)(4).